Manufacturer narrative:
The customer contacted siemens to report that a falsely low creatinine (enzymatic creatinine 2, ecre 2) test result was obtained from an atellica ch 930 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse re-aligned the sample mixer (smix) and the reagent mixer (rmix) and ran the smix and rmix tests, resolving the issue. The cause of the falsely low creatinine (enzymatic creatinine 2, ecre 2) test result was the mixer alignments. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
A falsely low creatinine (enzymatic creatinine 2, ecre 2) test result was obtained from an atellica ch 930 instrument. The test result was reported to the physician(s). The same sample was repeated three times on an alternate atellica ch 930 instrument giving higher and matching results. One of the repeats was reported to the physician(s) as the correct test result. There are no known reports of patient intervention or adverse health consequences due to the falsely low creatinine test result.